Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with high blood glucose of 467 mg/dl. The customer stated that hospitalization was required due to failed sites the customer declined troubleshooting for high blood glucose vale as well as diabetic ketoacidosis. The device is not expected to be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.